Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s lead was explanted and replaced with two new leads on (B)(6) 2019 due to possible fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the possible fracture was observed during the ipg revision procedure (reference MFR # 1627487-2019-14379). Therapy has been resumed.